Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a "toric lens 3 months ago and repositioned the lens 2 times. Lens always continued to relocate to the same (wrong position). Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.